Manufacturer narrative:
The customer performed an auto clean procedure that resolved the issue. Return testing was not completed as returns were not available. The flow cytometry standard (fcs) files and specimen results were reviewed. A review of tracking and trending for the alinity hq processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module for serial hq01198 was identified.

Event description:
The customer observed falsely depressed hemoglobin (hgb) results generated on the alinity hq processing module for five patients. The following data was provided: (B)(6) 2025 sid (B)(6). Hgb 5.65 g/dl. Repeated on another instrument. Hgb 9.4 g/dl. Sid (B)(6). Hgb 4.63 g/dl. Repeated on another instrument. Hgb 8.9 g/dl. Sid (B)(6). Hgb 7.3 g/dl. Repeated on another instrument. Hgb 14.5 g/dl. Sid (B)(6). Hgb 5.05 g/dl. Wbc 2.15. Repeated on another instrument. Hgb 8.5 g/dl. Wbc 0.30. Sid (B)(6). Hgb 7.97 g/dl. Repeated on another instrument. Hgb 13.9 g/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed hemoglobin (hgb) results generated on the alinity hq processing module for five patients. The following data was provided: on (B)(6) 2025, sid (B)(6), hgb 5.65 g/dl. Repeated on another instrument hgb 9.4 g/dl. Sid (B)(6), hgb 4.63 g/dl. Repeated on another instrument hgb 8.9 g/dl. Sid (B)(6) hgb 7.3 g/dl. Repeated on another instrument hgb 14.5 g/dl. Sid (B)(6) hgb 5.05 g/dl, wbc 2.15. Repeated on another instrument hgb 8.5 g/dl wbc 0.30. Sid (B)(6) hgb 7.97 g/dl. Repeated on another instrument hgb 13.9 g/dl. No impact to patient management was reported.